Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was reported to be "high"; however, exact value was not provided. The high bg was corrected via a correction bolus via the pump. The customer reverted to an alternate form of insulin therapy.